Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope the event can be detected by following the IFU section: IFU states the detection method intjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The user facility returned the duodenovideoscope to olympus for an annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end has residual liquid, corrosion in the server plug-in glue, and the inside of the light guide lens has a stain. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the annual inspection process. The following issues were found the switch box was dented, the right/left knob was shaved, the air/water-cylinder and suction cylinder have no color, the image guide protector was cut, the light guide lens has a crack, the connecting tube was cut, and the distal end was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.